Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that during a surgery (scaphoid pseudarthrosis), the screw thread fractured during the tightening. No force had been applied with the screwdriver. In spite of the lack of space, the physician had to implant a second screw in parallel to complete the surgery successfully

Manufacturer narrative:
The reported event that cann compression screw 2.0x22mm, ti, sterile was alleged of 'breakage during surgery' could be confirmed. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection revealed that the failure mode is confirmed: screw is broken as some debris were returned. However, returned debris do not allow to identify the breakage mode nor the root cause. Some of the possible causes are (but not limited to): the screw entered in collision with another device during insertion. Two screws were put in contact. Their collision led to implant breakage. Overtorque was applied during screw tightening. Hard bone. Deviation from operative technique. The integrity of the screw had not been verified prior to use. The screw has been used more than once. Previous stresses created non-visible damages which led to implant breakage during surgery. The package of the screw was damaged and the device has been used anyway. The damage of the package compromised the implant integrity and led to implant breakage during surgery. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that during a surgery (scaphoid pseudarthrosis), the screw thread fractured during the tightening. No force had been applied with the screwdriver. In spite of the lack of space, the physician had to implant a second screw in parallel to complete the surgery successfully